Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a glosso-pelvi-mandibulectomy surgery on (B)(6) 2019 along with a right neck dissection and a flap reconstruction and the suture was used. During procedure, the needle removed from the wire intra-operatively. At the end of the surgery, the needle was not found. There was a risk of presence of a needle in the patient mandible. There is no post-op complication. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/27/2020. A manufacturing record evaluation was performed for the finished device batch mmb954-and no non-conformances were identified. Additional information was requested and the following was obtained: is the needle retained in the patient? Unk, but according to the medical imaging it seems that the needle is not retained in the patient. Was x-ray performed to locate the missing needle? Medical imaging post operative for check 1 month after the procedure. Were there any adverse patient consequences? The patient have an abscess at the level of the operative zone. Was the procedure completed successfully? Yes. Name of the procedure? Unk. Initial procedure date? Unk. What is the patient's current status? The patient is going well.